Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during endoscopic submucosal dissection (esd), while suturing mucous membrane (location unknown), after cutting the thread, the loop cut portion of the subject device did not open. The procedure was completed with the same device. There were no reports of patient harm.